Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the surgeon fired the instrument twice. The device was reloaded. The device was closed on the tissue. The device closed normally but was difficult to fire. The device would not reopen. The case was completed with a similar device with no pt consequence.